Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with high out of range pacing lead impedance. All other measurements were stable and in-range. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead was returned was otherwise normal.